Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with scd express comp system (B)(4). The customer states that main cable on the scd express device has failed at the point adjacent to the strain relief bush, causing an incident on the ward because the cables started to catch fire and were smoking. No adverse effect to the pt. Staff removed the device immediately and quarantined it.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.